Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and programmed the settings into the pump. Reportedly, the customer delivers correction boluses when the customer's blood glucose (bg) level increases above 130 mg/dl, and when the customer attempted to program a bolus, the pump did not offer a correction. Reportedly, the customer adjusted the settings on the pump which resolved the issue. Recommendation was made to consult with health care provider regarding the pump settings.